Event description:
Dialysis catheter placed by a dr in 2009. Bleeding noted from site during dialysis treatment. Bleeding seemed to subside with pressure applied to site with sandbag. Dressing changed at end of dialysis treatment. The next day, second dialysis treatment. After device removal, noticed a breach in the integrity of the catheter.